Event description:
It was reported that the pta balloon ruptured below rbp during use in a previously placed stent. The device was removed without incident. Another balloon was used to successfully complete the procedure. There was no report of pt injury.

Manufacturer narrative:
A further clinical review was performed and identified a change in MDR reportability pursuant to 21 cfr part 803. A complete manufacturing review could not be performed as the lot number is unk. The device was returned for eval and exhibited two failures, balloon rupture and a partial circumferential break on the catheter, which could lead to detachment issues which may cause or contribute to a death or serious pt injury should the event recur. The investigation is confirmed for break as a complete circumferential break was observed at the proximal balloon glue joint. As inflation/deflation testing could not be performed due to the break, the investigation is inconclusive for balloon rupture. It is unk if there was an interaction between the balloon and stent which contributed to the reported event. It is possible that the customer perceived the shaft break as a balloon rupture. However, the definitive root cause could not be determined based upon the available info. The atlas pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.